Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2005267, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2005267 were used for additional evaluation. The product was visually inspected, no defects or damage was observed. Product undergoes visual and functional inspections throughout manufacturing, including tip and thread verifications. Results were reviewed lot 2005267 and all results were found to be within specification. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: description of the event : when removing the connector from the 60ml syringe, the luer lock tip broke off on two syringes during sterile preparations. Clinical consequences: no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: description of the event : when removing the connector from the 60ml syringe, the luer lock tip broke off on two syringes during sterile preparations. Clinical consequences: no.